Event description:
USA: allegedly, a patient who underwent a revision augmentation surgery in (B)(6) 2025, developed a hematoma postoperatively. Subsequently, the patient developed capsular contracture, classified as baker grade iii in the left breast. The patient hasn't undergone any additional surgery. The investigation is ongoing.

Manufacturer narrative:
As stated in the literature: "hematoma significantly increased the risk of contracture (handel, et al.2006)" ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (collins, & verheyden, 2012)". The most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow a breast-augmentation procedure. Symptoms of hematomas generally include swelling, bruising and pain around the incision area. While most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will either resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids". "Capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself¿. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.